Manufacturer narrative:
Import for export. (B)(4).

Event description:
The user facility contacted pentax medical customer service on 14-sep-2020 for a video colonoscope with low suction in the united states. The reported complaint that there was low suction that occurred during the procedure involving a pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). There were no accessories used during the procedure and there were no adverse events or delays in the procedure. The loaner colonoscope was returned for evaluation on 17-sep-2020 for evaluation. The colonoscope was inspected by pentax medical service under service order 6170637 and the technician documented an accessory stuck in aft suction tube as well as the following inspection findings on 08-oct-2020: right/ left control knob loose, passed dry leak test, up/ down control knob/ lever loose, passed wet leak test, air/ water socket o-ring chipped. The accessory was found in the suction aft tube (short suction tube approximately 5" or less) connecting suction valve cylinder and biopsy inlet t-piece in the control body. Service repair noted that it is consistent to a piece of shaft from cs6021t (pentax tri-bristled cleaning brush for endoscope channel (left side of the picture). Based on their findings, it appears the portion of cleaning brush broke during reprocessing and was not found during the pre-procedural inspection, resulting in a potential patient risk. A couple good faith efforts were made via email on 22-oct-2020 and 06-nov-2020, with no additional details being provided at this time. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 17-jun-2015 instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The video gastroscope was put back into loaner inventory on 09-oct-2020 after being approved by final qc.